Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture as the lead was found out to have insulation damage. A partial lead fracture was also identified at the clavicular junction that produced noise. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture as the lead was found out to have insulation damage. A partial lead fracture was also identified at the clavicular junction that produced noise. The rv lead was surgically abandoned. No additional adverse patient effects were reported.